Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was presented at the hospital with dislocated hip. The following is also additional information provided upon follow up with the surgeon: ¿dr said that the cup was well fixed and the liner was still well fixed into the cup, but the constrained liner locking ring had come off and there was extensive poly wear of the liner. As a result the femoral head had dislocated from the liner. According to the product specialist, ¿the only additional comment from the surgeon was that the original s-rom stem seemed to be implanted in about 40 degrees of anteversion, which could have resulted in impingement of the neck of the stem, thus causing dislocation of the head from the liner.¿ please note that primary implant details cannot be confirmed.

Manufacturer narrative:
Hip revision on (B)(6) 2014. Original surgery of the right hip was in 1996. Patient had an s-rom stem and cup (with constrained liner) implanted. The patient was presented at the hospital with dislocated hip. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional confirming dislocation but not conclusively determining root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.